Manufacturer narrative:
The complaint investigation is in progress. If any additional information is received a follow-up report will be provided.

Event description:
On (B)(6) 2024, the physician was treating a patient using a crossover approach. The lesion was located in the distal superficial femoral artery (sfa) to p1 segment. It was a total occlusion and it was treated using a subintimal recanalisation. A 6f terumo destination introducer sheath was used with a 0.018" guidewire. The lesion was dilated with a percutaneous transluminal angioplasty (pta) 5 mm balloon, and after recoil a follow-up pta with a 6 mm drug coated balloon (dcb) was used and the physician made the decision to use a 6.0 x 150 mm biomimics 3d (bm3d) stent. The bm3d delivery system was introduced without any problems and it was reported that there was easy passage across the bifurcation and into the intended deployment area. The bifurcation was reported as "norma" and not unusually steep angled. There were no issues, problems, and no increased friction when starting the stent deployment process. The first two centimetres (2 cm) of the bm3d stent were deployed easily. The physician described that without any forewarning the inner catheter seems to have broken or become detached. The stent could not be deployed any further. The physician retrieved the delivery system and the stent deployed during its retrieval but it was elongated by 20 cm. There were no separation of stent segments reported. The elongated stent was splinted in a stent-in-stent procedure with a sinus superflex 6 x 200 stent. The procedure was extended by 20 minutes. Veryan's date of awareness for this event was 12-jun-24.

Event description:
On (B)(6) 2024, the physician attempted to treat the left distal superficial femoral artery (sfa) and p1 segment of the popliteal artery using a 6.0 x 150 mm biomimics 3d (bm3d) stent via a subintimal recanalisation. The physician noted that the vasculature of the patient's left leg included a 30% lumen size reduction in the external iliac artery (eia), a 40% lumen size reduction in the proximal sfa, as well as a total occlusion that was present in the distal sfa. A contralateral approach was taken, using a 6fr terumo destination access sheath and a 0.018" guidewire. Prior to use of the bm3d device, the physician created a subintimal passage to bypass the total occlusion in the distal sfa using a quickcross catheter and a roadrunner guidewire, re-entry into the vessel was done distal to the occlusion, in the p1 segment of the popliteal artery. The physician then performed vessel preparation via multiple balloon angioplasties using a 5 x 15 mm sterling balloon. Vessel preparation by drug coated balloon (dcb) was also performed, using a 6 x 150 mm luminor dcb. The physician then introduced the bm3d device and reportedly advanced the device to the target site through the subintimal passage without issues. Stent deployment was initiated in the p2 segment of the popliteal artery, which reportedly resulted in 2-3 cm of the stent being released. The feedback indicated that at this point the shaft of the bm3d catheter (=sheath) broke off/was impaired and was unable to facilitate stent deployment and the stent could no longer be deployed. Therefore, a partial deployment had occurred. The physician reported that it was finally possible to retrieve the broken catheter (=sheath). The stent was released from the catheter in the vessel in an uncontrolled and incomplete manner. The catheter was completely retrieved and no parts of it remained in the patient. The bm3d stent was correctly deployed for the first 2-3 cm in the p2 and p1 segments, but then there was a long section of incompletely deployed stent in the distal sfa. The removal of the device resulted in the release of additional stent crowns. The feedback indicated that these additional stent crowns were elongated in form. The physician then performed a balloon angioplasty within the partially deployment stent, the popliteal artery and the subintimal passage with a 6.0 x 100 mm sterling balloon. Following this, a 6.0 x 150 mm sinus-super-flex stent was successfully deployed in overlap with the partially deployed bm3d stent. An additional 6.0 x 100 mm sinus-super-flex stent was deployed along the length of the sfa. The stented segments were treated with multiple percutaneous transluminal angioplasty (pta) with a 6.0 x 150 mm sterling balloon. A very nice result was reported, the sinus superflex stents were completely deployed. The lumen was patent. The bm3d was fixed between the sinus superflex stents and the vessel wall. There was good flow to the foot with no dissection, recoil, or embolism. No adverse effects on the patient occurred as a result of the events of this procedure. A prolonged procedure was the effect of the events in this case.

Manufacturer narrative:
The complaint investigation was completed. A detailed review of all the lot history records pertaining to the manufacture of the relevant stent and delivery system lot showed no issues that were deemed related to the complaint investigation. The complaint device was returned for evaluation. Initial observations noted that the device was returned with a moderate curl up. There was separation of the outer braid to bifurcation hub bond. There was also a kink in the outer braided sheath which coincided with the end of the stiff support shaft. This was most likely due to the returns process used. A fractured stent crown was observed protruding from the distal outer braid. The distal end of the outer braid was then inspected under the microscope. The radiopaque marker damage was seen to coincide with the protruding stent crowns and was considered to have been caused by the protruding stent crowns. There was no damage to the device's distal tip. The outer braid was measured and observed to be elongated. All other bonds were checked and intact. The outer braid to bifurcation hub bond was examined and considered to be manufactured as intended. An attempt was made to deploy the stent by pinning the proximal luer in a fixed position and retracting the outer braid. The deployment attempt resulted in the full release of the stent with little resistance. The deployed stent was rinsed and expanded, and no defects or damage was noted in this portion of the stent. It was noted that twenty-six (26) full undamaged crowns were present, and one (1) fractured crown was present. A 6.0 x150 mm bm3d stent has forty-eight (48) stent crowns, which indicates that twenty-one (21) crowns are absent and remain in the patient. It was reported in the initial information that the device became broke/ became impaired and was unable to facilitate stent deployment during the procedure. Based on the review of the returned complaint device this impairment was understood to be the separation of the outer braid to bifurcation hub bond observed. This type of bond failure suggested that a significantly high deployment force occurred. Additional physical evidence observed in the returned device was the outer braid elongation supported this. It is important to note that the feedback from the physician indicated that resistance was not present during the deployment of the device. However, the physical evidence seen in the returned complaint device contradicted this feedback. The investigation concluded that this is a "partial deployment" case, and that it was most likely caused by increased resistance during deployment. The evidence in the returned device indicated the complaint was not related to a deficiency with the device. The hospital site also provided details on the procedure. There was angiography taken of the right and left pelvis/legs. The bm3d was used in left leg. It was reported that a subintimal passage was used to advance the bm3d device beyond the total occlusion in the distal sfa to reach the target deployment location in the p2 segment of the popliteal artery. The choice to use subintimal reconstruction is at the discretion of the physician. However, it was possible that the subintimal lumen created by the physician was narrow in comparison to the vessel lumen. A reduced lumen size would create increased friction between the delivery system components, and between the delivery system and guide/introducer sheath during the stent deployment. Therefore, a reduced lumen size would explain the events seen in this case. The reduced lumen in the vessels potentially created increased friction during deployment. Queries were raised with the site to gain a better understanding of the subintimal recanalisation, but the site indicated that it would not provide a direct response to these queries but would provide a procedural information report. No further information would be made available by the site. The procedural information from the site indicated that difficulties were experienced with the patient due to consistent movement. The following explanation was provided; "very restless, he cannot lie on our hard examination table due to diffuse "lower back pain", with known chronic spinal syndrome, he is constantly moving, also known restless leg syndrome with frequent twitching and pulling away of the legs/feet". This raised the possibility that the patient was a contributing factor to the deployment difficulties that were experienced in this case. The instructions for use (IFU) gives the following warning: "failure to hold the luer of the inner shaft in a fixed position may result in partial deployment, inaccurate deployment, or increased deployment force." Patient movement will inherently move the device and subject the procedure to the same risks. Stent elongation was also reported in this case. As the angiographic images were not made available in this case (per the initial feedback), the investigation was unable to fully establish the condition of the stent following its deployment. It was reported that following the partial deployment, the physician then attempted to remove the device, which resulted in the release of additional stent crowns and the elongation of the stent. Withdrawal of the delivery system prior to the full release of the bm3d stent can lead to stent distortion. The investigation concluded that the stent elongation was a result of the partial deployment that occurred, and the subsequent movement of the device. In this case, the physician elected to place two sinus-super-flex stents in response. The effect of the events in this case was that the procedure was prolonged by 20 minutes. The complaint was categorised as "partial deployment, stent elongation and stent fracture (type ii to v). The cause category assigned was "disease/disease progression" and "patient movement". The complaint was not related to a deficiency of the device. Section a.2. And a.3a were updated, section b.5. Was updated with additional information, section b.7. Was updated with relevant medical history, section d.10. Was updated with concomitant medication, sections g.6. And h.2. Were updated with the type of report (follow-up 01) and the reason, and section h.3. Was updated. Section h.6. Was updated to align with the conclusions of the investigation provided in section h.11. Which also summarises the sections in the report that have been updated.